Event description:
The manufacturer received information alleging that a ventilator service required alarm occurred while the trilogy evo japan device was in patient use. There was no allegation of harm or injury. The device was evaluated at the manufacturer's service center, where the reported issue was confirmed. Review of the device identified an evt_ac_not_usable error, indicating that the ac power supply deviated from the specified threshold for more than five minutes. Operational testing and inspection of the ac power cord found no abnormalities. A power supply function test was also performed with no abnormalities detected. Although the root cause could not be identified, the power supply and the system printed circuit assembly were replaced as a preventive measure. During final testing, the device failed the fio2 sensor check, and the in-line proximal filter was replaced. This finding was not related to the reported malfunction. Following service, final testing, battery check, valve check, run-in testing, and cleaning were completed, and the device was confirmed to operate normally. The software was upgraded from version 1.06.10.00 to version 1.06.15.00.

Manufacturer narrative:
The reported failure of power supply and system pca is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.